Event description:
The tech alleged the side rail is not latching in the up position. No pt impact.

Manufacturer narrative:
The technician found the side rail weldment is worn. The technician replaced the side rail weldment and hardware to resolve the issue.